Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle hub separated. The following information was provided by the initial reporter: material no. 328512 batch no. 0098920. It was reported that needle hub separated with the needle shield.

Manufacturer narrative:
H.6. Investigation: customer returned two syringes with pouch labeled for 0.3ml, 31 gauge, 8mm syringes from lot 0098920. Both of the returned syringes feature their needle hubs separated from their respective barrels. Only one needle shield was returned, which has a hub lodged inside it. There is no damage to the connectors at the distal tips of the barrels or the base of the needle hub. While no plunger caps were returned, there were no signs of use. No other damage found. There were two (2) batches of material # 8359175 (syringe 0.3ml asm 31ga 8mm sm700153 sc) that went into the packaged batch 0098920. There was one (1) notification [200886538] noted that did not pertain the complaint. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle hub separated. The following information was provided by the initial reporter: material no. 328512 batch no. 0098920. It was reported that needle hub separated with the needle shield.